Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during dwell 1. The home patient (hp) stated he disconnected himself during the dwell and then reconnected. (B)(4) explained the alarm and explained proper disconnect procedures per the user manual. (B)(4) then assisted the hp to cycle power to clear the alarm and start over with new supplies. During follow up, the nurse said they were not aware of the issue, but that to their knowledge the hp was continuing therapy without complications. The nurse advised she would let baxter know if she became aware of any issues as a result. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During follow up, the home patient's wife stated that her husband had died on (B)(6) 2011 and that his death was not related to his pd therapy at all.